Manufacturer narrative:
Additional information was received that the non-medtronic valve was implanted one day following the initial valve implant procedure due to moderate pvl. The patient anatomy was reported to have severe left ventricular outflow tract (lvot) calcification. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the valve remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, severe paravalvular leak (pvl) was noted. A non-medtronic transcatheter valve was implanted valve-in-valve. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: procedural cines submitted for review confirmed severe calcium present in the valve annulus, native cusps and the left v entricular outflow tract (lvot). The valve was deployed to 100% and the angiogram confirmed paravalvular leak (pvl). The imaging shows a post-implant balloon aortic valvuloplasty (bav) performed followed by an angiogram confirming the valve recoiled and severe pvl was still present. A second bav with a larger balloon was performed resulting in moderate-severe pvl. The non-medtronic valve was deployed into the first valve and the angiogram confirmed a better result with reduced pvl. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Pvl can be caused by valve positioning, patient anatomy, or presence of pre-existing patient conditions. Per the event description and the image review, the most likely cause for the reported severe pvl to occur was due to the severe calcification present in the annulus. Per the instructions for use (IFU), ¿in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post-implant balloon dilatation of the valve may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilatation. The balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus. Refer to the specific balloon catheter manufacturer's labeling for proper instruction on the use of balloon catheter devices.¿. In this case, the imaging confirmed that the user performed both a post-implant bav as well as a pre-implant bav. However, the size or inflation pressure of the balloons were not prov ided. As the valve remains implanted, medtronic is unable to conduct an analysis on the actual valve. In conclusion, the most likely cause for the reported pvl was patient anatomy, namely, the reported severe calcification present in the annulus. This event does n ot indicate device misuse or malfunction. Medtronic will continue to monitor for similar events. Updated data: h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.